Event description:
It was reported that the patient had a stimulation system implanted in 2010. The system did not provide the patient much relief and it was explanted. It was noted the patient was going to get an MRI, but that the MRI was not related to the device, to the healthcare providers (hcp) knowledge. The patient had lost a lot of weight, had been dieting, so they put a pump where they took out the stimulator. Their pump was in the right posterior buttock. The patient advised that the stimulator was removed in 2004. It was unclear which system was explanted due to not providing much relief.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# j0206691v, implanted: (B)(6) 2002, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3888-33, lot# l82855, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3888-33, lot# l82855, implanted: (B)(6) 2000, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 7495-25 serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that the patient didn't think the stimulation system worked well. She had changed physicians, and the second physician she went to had discussed the pump. The patient believed the entire stimulator system was removed in 2007 (in conflict with previous report).